Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set didn't retract fully during use, getting stuck half way. The following information was provided by the initial reporter: "one of the butterflies this morning wouldn't retract all the way. The button worked, the needle just got stuck half way so the needle was sticking out with blood on the tip. Thankfully there was no needle stick though."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
The customer's address is unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set didn't retract fully during use, getting stuck half way. The following information was provided by the initial reporter: "one of the butterflies this morning wouldn't retract all the way. The button worked, the needle just got stuck half way so the needle was sticking out with blood on the tip. Thankfully there was no needle stick though."